Event description:
The customer would like the run data files investigated to determine the possible cause for the elevated white blood cell (wbc) count in the double platelet product. There was not a transfusion recipient or patient involved at the time of the residual white blood cell testing, therefore, no patient information is reasonably known at the time of the event. Donor unit# (B)(6). The disposable set is not available for evaluation because, the customer discarded the set. This report is being filed due to a device malfunction that has the potential for injury.

Manufacturer narrative:
(B)(4). Signals in the run data file indicate that the elevated wbc content in the platelet product was likely a result of a continuous escape of wbcs from the lrs chamber near the end of the procedure. There are no events (adjustments, changes in pump speed, substate changes, (etc.) In the procedure that correspond with the onset of the overloading of the lrs chamber. Based on the available information, it is possible that this leukoreduction failure could be donor related. Investigation evaluation and corrective actions are in progress. A follow-up report will be provided.